Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon was ruptured. The device was removed without any problem, and the procedure was completed with a similar device. There were no patient complications reported, and the patient was in good condition after the procedure.